Manufacturer narrative:
Reason for reoperation: "suspected/actual" no contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported "suspected/actual" deflation, via the national breast implant registry (nbir). Record is for left side. Device has been explanted.